Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving clonidine and fentanyl via an implantable pump for non-malignant pain. It was reported that for probably the past month or so, it had been taking a long time to connect to their pump and deliver a bolus. The communicator will get to 90% and then they will get a message that says not communicating or not responding. Sometimes they get a low battery reading before it delivers the bolus no matter how long it's been on the charger. Agent walked them through clearing the data in the myptm application and connecting an old communicator they had from a former replacement to the pump. The troubleshooting steps that were taken on the call resolved the issue. They also mentioned an appointment for normal pump replacement scheduled for next week.